Manufacturer narrative:
Vyaire file identification: (B)(4). The root cause of the reported event has been determined to be due to a defective blower due to lack of maintenance / filter exchange. The suspected device/component has been repaired.

Event description:
The customer reported alarm 316 - blower failure. There is no information regarding patient involvement.